Event description:
It was reported that this cardiac resynchronization therapy defibrillator system recorded a fault code 1006 following an unsuccessful capacitor reform. Device data was sent to engineering for review. Review of device data revealed previously recorded episodes that the right ventricular lead exhibited oversensing resulting in an inappropriate shock. Technical services (ts) discussed that tachycardia therapy is no longer available to the patient. Ts also discussed that both the device and lead replacement should be considered. Currently, this system remains in service. No adverse patient effects were reported.